Manufacturer narrative:
Additional narrative: patient date of birth and weight are not available for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 513.005, lot # f-17778. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: may 27, 2015. No non conformance reports were generated during production. Review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the doctor identified that the drill bit was broken. The device report from synthes (B)(4) reports an event as follow: it was reported that on (B)(6) 2016, during the initial surgery the surgeon identified that the drill bit was broken. Surgeon was unable to remove generated fragments. The procedure was completed successfully. No additional patient harm reported. This complaint involves one (1) part. Concomitant part: drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation showed the tip of the drill bit is broken as complained. The remaining tip was not returned for investigation. The relevant length cannot be checked to print specifications anymore due to the missing part. No definitive root cause was able to be determined; however, the failure mode is consistent with high applied mechanical force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.